Event description:
It was reported that a versajet exact assy, 45 degree x 8mm exploded when the surgeon activated the foot pedal. Failure happened during a skin graft procedure. No harm reported to patient.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated, visual inspection reported no faults found, the functional evaluation found the device had a stress fracture in the hose, establishing a relationship between the device and the reported events. The root cause identified as contact with another force, a review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.